Event description:
During a procedure to stent a iliac aneurysm, the doctor performed a retrograde puncture on the patient's right common femoral and passed a .035 stiff angled guide up and over the aortic bifurcation, down into the patient's left sfa, and tehn put in a 9f introducer sheath. The doctor then took the fluency device over the wire and through the sheath. The fluency had trouble in tracking over the wire. The doctor tried to deploy and encountred a great deal of resistance. The marker moved back 1/4 cm and the device would not unsheath any more. The doctor pulled the device back over the wire and removed the device from the patient without patient injury. A 10x 60 was advanced over the wire and deployed successfully.